Event description:
The customer reported in 09/02 that there was no audible tone generated by the monitor. The customer reported that the problem was identified during use on a pt and that there was no pt harm. The monitor was removed from use by the customer and it was requested that the unit be returned for service. Upon not receiving the device, the customer was contacted again in 10/02. The device was received and evaluated on 10/17/02.